Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable serious injury (erosion and leads removal) is normally submitted via an alternative summary report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that the leads were removed due to erosion. Further review of the manufacturer's database indicated the patient is deceased and died approximately three weeks after leads were explanted. The cause of death has been requested and not received.